Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 28mm amplatzer amulet left atrial appendage occluder was selected for implant for a left atrial appendage (laa) closure. Intracardiac echocardiography (ice) and transesophageal echocardiography (tee) were used during the procedure. The patient was noted to have a very shallow and heavily pectinated appendage, requiring repeat transseptal access, causing the procedure to go over 2 hours in length. The patient's left atrial pressure was above 12mmhg. During the procedure, while confirming proper device placement, it was noted that one side of the device was 2/3 distal to the circumflex artery. The device took on a tire shape. A tension test was performed. The landing zone was measured under the following views: 17mm at 45 degrees, 23mm at 0 degrees, 23mm at 90 degrees, and 24mm at 135 degrees. The device was implanted. On 29 april 2026, the patient presented to the emergency department with chest pain. Transthoracic echocardiogram (tte) revealed the device dislodged to the left ventricular outflow tract, causing partial obstruction. The patient underwent cardiac surgery, and the device was successfully explanted. The patient status was stable.